Event description:
Patient presented to the hospital and was admitted after receiving some high voltage therapies. Interrogation showed noise on the ventricular lead. It was noted that there was an issue with the device header. As such, the ICD was explanted.

Manufacturer narrative:
No medwatch form was received.